Event description:
Information was received from a health care provider regarding a patient in the (B)(6) enrolled in study who received lioresal 500mcg/ml. The dose at the time of the event was not provided but the dose had been 69.8 mcg/day as of (B)(6) 2014. On (B)(6) 2011 the patient reported that the spasticity in his leg and arm had worsened. There was objective evidence from the examining physiotherapist, that his legs had objectively worsened. The final diagnosis was worsening spasticity. The severity was classified as moderate. This did result in an in-patient hospitalization, but did not prolong an existing hospitalization, nor did it result in a persistent or significant disability or incapacity. This was reported as medically significant as the patient was admitted as the patient needed to be assessed. The pump needed to be x- rayed, a dye test performed and the catheter assessed for replacement under "ga". The dye test was normal, and the patient responded very well to a bolus dose of baclofen. The pump had not moved, and was functioning normally. The patient had been taking a four-fold increase in exercise over the last few weeks, and this was why they felt he had needed an increase in his baclofen dose. The dose was increased by 10% on (B)(6) 2011 and his spasticity had improved on this higher dose. The patient was hospitalized from (B)(6) 2011. This was noted as unlikely related to the trial drug and also reported as not related to the device. The patient's midstream specimen of urine (msu) was clear and there was no cause to assume that the patient was otherwise unwell. The issue was resolved as of (B)(6) 2011 his symptoms settled. However, it was further noted that at the three month active treatment visit on (B)(6) 2011 the patient's dose was increased again, programmed to 76.93 mcg/day due to increased spasticity. The patient was receiving then the optimized therapeutic dose. The patient's medical history included stroke (inactive) (B)(6) 2008 - (B)(6) 2009 ; type ii diabetes (B)(6) 2009 (inactive) this was also reported as ongoing; hypertension (B)(6) 2008 (inactive) also reported as ongoing with ongoing treatment; hyperlipidaemia (B)(6) 2008 (inactive) also reported as ongoing with ongoing treatment; asthma (B)(6) 2010 (inactive) also reported as ongoing with ongoing treatment, nausea (B)(6) 2011 (not ongoing but ongoing treatment), post-stroke spasticity (B)(6) 2009 (inactive) also reported as ongoing with ongoing treatment , pain (B)(6) 2010 (inactive) also reported as ongoing with ongoing treatment. The patient's concomitant medications, start date, ongoing status and indication was reported as follows: aspirin (B)(6) 2008 not going for stroke prevention; dipyridamole mr (B)(6) 2008 not ongoing for stroke prevention; simvastatin (B)(6) 2008 ongoing for stroke prevention; ramipril (B)(6) 2008 ongoing for stroke prevention and hypertension; metformin (B)(6) 2009 ongoing for diabetic control and stroke prevention; sitagliptin (B)(6) 2011 ongoing for diabetic control; baclofen (B)(6) 2009 not ongoing for post stroke spasticity; tizanidine (B)(6) 2010 not ongoing for post stroke spasticity; folic acid (B)(6) 2008 ongoing for stroke prevention; vitamin b strong complex (B)(6) 2008 ongoing for stroke prevention; co-codamol (B)(6) 2010 ongoing for pain relief; sodium chloride (B)(6) 2011 not ongoing for pre-operative; sodium chloride (B)(6) 2011 not ongoing for post-operative; morphine (B)(6) 2011 not ongoing for post-surgery recovery; cyclizine (B)(6) 2011 not ongoing for nausea; aspirin (B)(6) 2011 ongoing for stroke secondary prevention; dipyridamole (B)(6) 2008 ongoing for stroke secondary prevention; salbutamol (B)(6) 2011 ongoing for asthma. The patient had been provided oral baclofen treatment in the past and chemodenervation with last injection on (B)(6) 2010. The patient has physiotherapy and occupational therapy. The intrathecal baclofen (itb) test was performed on (B)(6) 2011. Information was received to which it was noted this patient had experienced a stroke > 6 month prior to the study enrollment and presented with spastic hypertonia in at least two extremities. The historical stroke was an ischemic stroke of the right subcortical as confirmed by MRI and CT.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.